Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 400cc, catalog number: 3502400, serial number: (B)(4), lot number: 6567194. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unspecified procedure type with a saline mentor smooth round moderate plus profile 400cc breast implant and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 12/17/2018 indicated the device was initially implanted on (B)(6) 2002. The device was explanted on (B)(6) 2013. The serial number, lot number and catalog number for this device are all unknown. The patient underwent bilateral removal and replacement with saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4), lot number 6536397 (l) and saline mentor smooth round moderate plus profile 400cc, catalog number 3502400, serial number (B)(4), lot number 6567194 (r). Manufacturer¿s reference number: (B)(4).